Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and impedance anomaly were observed on the right ventricular lead and right atrial lead. The system was explanted and replaced. No further information was reported.